Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that device exhibited varying threshold and non-sustained oversensing episodes due to crosstalk. Programming changes were recommended. There were no adverse consequences to patient.